Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the rubber sheath for the np needle is missing. No patient impact.

Manufacturer narrative:
D2a: common device name: intravascular administration set. D2b: medical device type: fpa. Investigation summary: bd received 4 shelf packs of customer sample and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for sleeve falls off causing leakage was observed. Additionally, 30 customer samples randomly selected along with 100 retention samples from bd inventory, were evaluated by both visual examination and functional testing and the issue of sleeve falls off causing leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve falls off based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.